Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p45-32that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k/PMA/bla number k210596.

Event description:
The customer observed falsely elevated alinity I toxo igg results for two patients when compared to other methods. Both samples had a positive alinity I toxo igg result with values of 4 and 5. Both samples tested negative on ict ldbio diagnostics and western blot. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by list indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint list 07p45-32 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent list 07p45-32, lot unknown was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for two patients when compared to other methods. Both samples had a positive alinity I toxo igg result with values of 4 and 5. Both samples tested negative on ict ldbio diagnostics and western blot. No impact to patient management was reported.